Manufacturer narrative:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed.

Event description:
The user reported that pad was not working right and shocked her. Upon further investigation, we found that the cord had been severed.